Event description:
It was reported that a user of the ilet experienced hyperglycemia after breakfast announcement, with a highest blood glucose of 330 mg/dl and levels above 180 mg/dl for approximately 2.5 hours, without device alerts for prolonged hyperglycemia and without use of backup therapy or ketone testing. Symptoms included worry without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and education with confirmation by fingerstick that glucose was trending down. Investigation of this case revealed no device alarms and no device malfunction reported, with the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.